Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a history/settings (history/settings issue) issue; loss of data after the battery was changed. The pump lost the basal rate and all input in the extended menu functions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015 at 09:16. The pump had been running on the wrong time/data setting until it was corrected after a time/date reset from (B)(6) 2016 at 10:42 to (B)(6) 2015 at 10:48. The total daily dose amounts appear to be inaccurate due to the wrong time/data settings. On investigation, the pump powered on normally and was exercised for 24 hours on the user¿s programmed basal settings and advanced settings. No errors, alarms or warnings occurred during the exercise. After the 24 hour exercise period, the battery was removed from the pump then reinserted to simulate a battery change. All advanced settings and basal settings remained programmed in the pump without any changes observed when the pump was powered on again. Investigation did not duplicate the alleged ¿loss of data after changing the battery¿ complaint. The pump was determined to be operating within the required specifications without malfunction. Unrelated to the original complaint, the display screen was noted to be dim and discolored.